Manufacturer narrative:
(B)(4) reported event was considered confirmed as the returned device had a sleeve bent and drill bit fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported the juggerknot drill with sleeve was thrown on the field and it was noticed that the sleeve looked stretched out. When it was reported that a good sleeve was found to use, the doctor used the drill from the first set and it ended up breaking off near the power drill end. No consequences or impact to the patient.